Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2014 as follows: the display was found to be dim and pink. The battery cap was missing from the returned pump; a test cap was used for all steps and was able to be fully tightened. The bolus button was found to be inoperable and the slug was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display, a missing battery cap, and an inoperable bolus button. This report is made based on results of investigation completed on 12/30/2014.